Event description:
Nursing station telemetry monitors went off and failed to reboot. Pt's requiring monitoring placed on portable monitors. Agilent tech determined problem was due to failure of the motherboard. Replaced motherboard. System returned to normal operation in five hours. No pt harm ensued.